Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed that the problem was most likely due to a hardware defect, however, this could not be determined beyond doubt as neither the affected part nor more precise on-site information was provided. The system worked again as specified after the user location interface (uli-board) was replaced. Therefore, the on-site technician and the subject matter experts agree that this was the root cause of the failure. The spare parts consumption was checked and a possible error accumulation or even a possible general error that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an emergency procedure, the user reported that the stand does not move. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.